Manufacturer narrative:
The reported issue is associated with a known advisory related to the potential for medtronic programmer and remote monitoring software applications to display an inaccurate remaining longevity estimate. A recall number is not available in this instance. Concomitant medical products: 5867-3m, adaptor, implanted: (B)(6) 2019; 5076-45, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected longevity estimate due to a programmer software estimator error. The estimator error was additionally seen on the remote monitoring network. The network was updated and an accurate longevity estimate was provided. The programmer and network remain in use. No patient complications have been reported as a result of this event.